Event description:
It was reported that the ilet bionic pancreas generated consecutive alert 38 stalled motor alarms with occlusions during insulin delivery, initially clearing on a dry run and after a full supply change, then recurring despite mixed supply lots while awaiting new supplies. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included product troubleshooting and user education regarding supply replacement and infusion setup. Investigation of this case revealed recurrent delivery obstruction consistent with insulin flow resistance or occlusion leading to stalled motor alarms. It was concluded that the event was related to insulin delivery occlusion resulting in consecutive stalled motor alarms.